Manufacturer narrative:
(B)(4). Batch # p93g2p. Investigation summary: the handpiece was received with nose cone cracked. Due to the condition of the handpiece, no instrument could be attached to the handpiece for testing. Therefore, no functional testing could be performed. The handpiece was disassembled to inspect internal components and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the gap between nose cone and mid housing. Torqueing of a disposable resulted in the turning of the handpiece transducer assembly. This resulted in the internal wires getting disconnected. This caused an open circuit condition which disabled the instrument. No conclusion can be made as to why the nose cone got separated. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the blade mount surface was broken. A spare device was used to complete the procedure. There was no harm to the patient reported. A delay was reported but less than 30 minutes.

Manufacturer narrative:
(B)(4).